Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number qbmkpm / w9236t, and no non-conformances related to the reported complaint condition were identified. It was reported that the needle had been found broken in the newly dispensed suture when it was opened preparing for general surgery. A picture was received for evaluation. Upon visual inspection of a picture a dispensed suture and a broken needle could be observed in a plastic bag. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint, since the sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
It was reported that the patient underwent general surgery on (B)(6) 2021 and suture was used. The needle had been found broken in the newly dispensed suture when it was opened preparing for surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported.